Event description:
Report received of a complete tubing separation. It was reported that a pt, age, gender, and diagnosis unspecified, was having an IV of "lr" initiated. The clinician had primed the tubing without problems. The IV was started and the tubing was connected to the angiocatheter. As the clinician was taping the IV in place, she had noted approx 12 inches of bleed back in the tubing from the IV site. There was no reported blood loss. She immediately clamped the tubing. The tubing set was changed, and the infusion resumed with no further problems. Upon further investigation, the clinician noted that the tubing had completed separated from the proximal y-site "as if there was insufficient glue". There were no adverse pt affects reported. Additional info was requested, but no further info was provided.